Event description:
Site reports that pt presented and was diagnosed with flexion contracture which resulted in a revision.

Manufacturer narrative:
(B) (4): eval summary: no devices or x-rays were returned for eval. Pt demographics include: (B) (6) male. Pt activity level is unk. Based on the info provided, a definitive cause of the reported flexion contracture which lead to revision is unk. No product was returned. Review of the device history records did not find any deviations or anomalies. It is no suspected that the product failed to meet specs. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.